Manufacturer narrative:
Results: the velocity was kinked approximately 64.0 cm from the hub. The velocity was damaged, and therefore, no functional testing was performed. Conclusions: evaluation of the returned velocity revealed a kinked device. If the velocity is forcefully removed from the packaging hoop at extreme angles or otherwise mishandled during preparation, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the velocity delivery microcatheter (velocity) was broken upon removal from the packaging. The damage to the velocity was found prior to use. Therefore, the velocity was not used in the procedure. The procedure was completed using a new velocity.

Manufacturer narrative:
Results: the velocity was fractured approximately 64.0 cm from the hub. Conclusions: evaluation of the returned velocity revealed a fractured device. If the velocity is forcefully removed from the packaging hoop at extreme angles or otherwise mishandled during preparation, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.